Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 170 mg/dl. The customer stated that he an alarm every time he changed battery. The customer state the alarm happened while in use and error table states to replace pump. The customer was advised that the pump will need to be replaced. The customer was advised to monitor pump and that patient may continue to wear the device until the replacement arrives.

Manufacturer narrative:
The insulin pump had no unexpected restart alarm noted during testing. No unexpected pump restarts or reset time/date anomaly noted. No excessive no delivery alarm during testing. The insulin pump was received with normal operating currents. The insulin pump also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.